Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. During the onsite inspection, the medtronic representative reported that the issue was being caused by the x-stage covers. The medtronic representative adjusted the covers which resolved the issue. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the gantry could not be extended in the x-direction more than a few inches. When attempting to do so, it would make a sound like metal hitting metal. No patient was present during the time of the reported incident.